Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and observed opening on anterior side assessed as surgical damage. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.